Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One sealed 6 fr angioseal vip devices was returned for evaluation. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Measurements were taken from the anchor. All measurements taken were acceptable per (B)(4) version m. Deployment testing was performed as part of the investigation under (B)(4) rev. A. The sheath cap and the device sleeve appropriately snapped together and fit properly. The deployment of the anchor was inspected and observed aligned correctly. This is detailed in the attached investigation report. There were no anomalies found with the returned device. Based on the evaluation performed, no irregularities were observed. The device functioned as expected when tested by the manufacturer. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor didn't came out of the sheath. After the first and second auditive click, the anchor wasn't released. The device could be retrieved without any problem.